Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated axsym troponin-I adv reagent bottle #3 failed to open causing the probe to crash. No impact to patient management was reported.